Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blender board needs to be replaced to address the issue. Although periodic maintenance I was requested by the branch representative, due to the occurrence of additional repair needs, the branch requested cancellation of both maintenance and repair and return of the unit. Therefore, maintenance and repair were cancelled, and the unit was returned without any work performed.